Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 750cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively. Both implants replaced with similar mentor prosthesis on (B)(6), 2022. Mentor is aware that the date of implant (B)(6) 2010 is prior to the manufacturing date (B)(6) 2022 of lot 9775171. Follow ups are being performed for clarification. If additional information becomes available, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
On february 16, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpps dv 650cc returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the posterior view, measuring less than 0.1 cm, no additional tears were found on the sample. A microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Mentor is aware that the date of implant ((B)(6) 2010) is prior to the manufacturing date (1/24/2013) of lot 6676593. If additional information becomes available, it will be updated and supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, and confirmation received from the sales representative on february 8, 2023, the following information has been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate plus profile". Field d4 for catalog number has been updated to "3502650". Field d4 for lot number has been updated to "6676593". Field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).